Event description:
It was reported that the patient just received a left ventricular assist device (lvad) and the ICD could not be interrogated. Troubleshooting was performed, but was unsuccessful in interrogating the device. The patient is very sick. The device will most likely be explanted and be replaced with a device that is compatible with lvads.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.